Event description:
The customer reported that they were unable to view fluoroscopic image because the system displayed a black image. This issue will cause the system to be unusable due to the inability to see the live image. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The video controller and image processor boards were reseated during service. The system was tested and found to working as intended and put back into service.